Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported performing a fingerstick test and obtaining a bg reading of 237 mg/dl sometime after inserting a new sensor on the arm. The patient did not check the dexcom receiver at that time, and there was no indication whether he treated the elevated glucose level. Approximately five hours later, the patient observed an estimated glucose value (egv) of 358 mg/dl on the receiver. He did not perform a fingerstick comparison at that time and stated that he felt anxious due to the high egv. The patient did not take any medication or self-treat and instead drove himself to the hospital. Upon arrival at the hospital, staff performed a fingerstick test, which showed a bg level of 657 mg/dl. The patient could not recall the egv displayed on the receiver at that time. He was treated with insulin injections. The patient removed the sensor while in the hospital. He remained hospitalized for approximately three days and was discharged on (B)(6) 2026. At the time of the follow-up call, the patient reported that he was ¿fine¿ and feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.